Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm on the insulin pump. Customer reported that this error alarm occurred while trying to fill the tubing. During a follow up call, customer reported that the drive support cap on the insulin pump was protruded. Blood glucose level was 387 mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, prime, basic occlusion and occlusion test. No unexpected error alarm noted. No protruded drive support disk noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, stained end cap sticker and cracked belt clip slot.